Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited loss of capture (loc) and the patient experienced a decreased heart rate of 30 beats per minute. The rv lead also exhibited high threshold measurements, low amplitude, and a decrease in pacing impedance. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.